Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's pump had stalled multiple times since (B)(6). The last motor stall occurred the date of this report at 12:31 am. The stall was confirmed via event logs and there was no motor stall recovery recorded. The patient had arrived to the emergency room (ER) the morning of this reported to get the alarm silenced because it was bothering them. The patient stated they were not having withdrawal, but did have itchiness. The pump was used to deliver baclofen. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was not known why the pump had stopped for more than 48 hours. The pump had been replaced and the patient had been admitted to the hospital for observation until a new pump was placed without complication. The patient was reportedly doing well.

Manufacturer narrative:
Concomitant product: product ID 8590-1, lot # n248193, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).